Event description:
Per biotronik pt tracking, this lead experienced sensing issues and was removed from service. Upon explant, two fractures were noted in the lead body. Per biotronik rep, this pt has twiddler's syndrome. This lead was replaced with another linox sd 60/16, (B) (4).